Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five bursts of anti-tachycardia pacing (atp) and five shocks as inappropriate therapy in two different episodes, for rapid atrial fibrillation (af) with rapid ventricular response (rvr). The therapy was unsuccessful in converting the atrial fibrillation. Boston scientific technical services (ts) discussed programming options with physician. The programming was changed to prevent the issue from reoccurring. Device remains in service. No additional adverse patient effects were reported.